Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. The patient was using a tandem t:slim x2 pump at the time of the event. On (B)(6) 2026 at approximately 9:30¿10:00 am, the patient reported that the cgm alerted for a low glucose reading and displayed 40 mg/dl despite the absence of hypoglycemic symptoms. No treatment or medication was taken in response to the low cgm reading. Within approximately five minutes, the patient performed a confirmatory fingerstick blood glucose (fsbg) test, which showed a glucose value of 340 mg/dl. At that time, the patient reported symptoms including increased thirst and a sore throat sensation. Following the fsbg result, the patient administered insulin through the pump, totaling approximately 26¿27 units over several hours, and increased oral water intake. The patient also removed the sensor. At approximately 1:00¿1:30 pm, the patient checked ketone levels, which were reported as high, and also experienced nausea. A replacement sensor was inserted, with the new cgm reading displaying 356 mg/dl while the fsbg value was 340 mg/dl. Due to persistent hyperglycemia and elevated ketones, the patient drove to the emergency room (ER) at approximately 1:30 pm. At the ER, laboratory testing confirmed a blood glucose value in the 320 mg/dl range while the cgm displayed 319 mg/dl. The patient received treatment with intravenous (IV) fluids. At the time of reporting, the patient remained in the emergency room (ER) with improving condition. The cgm readings had decreased to 266 mg/dl, with nausea still present but sore throat symptoms minimal. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid when the patient started to experienced symptoms of sore throat and increased thirst. The reported glucose values fall within the a zone of the parkes error grid after patient inserted a new sensor and at the emergency room after laboratory testing. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6: health effect - clinical code - 4581 appropriate code/ term not available ¿ sore throat.